Event description:
It was reported that approximately 30 minutes during a da vinci s pulmonary lobectomy procedure the site witnessed an arc of energy escape from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The arced energy struck the patient's pulmonary vein and due to excessive bleeding, the surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery.

Manufacturer narrative:
The tip cover accessory was disposed of by the hospital due to the patient being hiv positive and the tip cover accessory being a one time use device that cannot be re-sterilized. The isi representative present for the procedure followed up with the surgeon and confirmed that the patient had no related complications is recovering as expected. The surgeon stated that due to the patient's pre-existing health issues the case would have likely been converted to open to complete.